Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pelvic pain') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming:- dysmenorrhea, vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs received: reporters were added. New events- abnormal bleeding (vaginal), mental anguish, dysmenorrhea, device monitoring procedure not performed, were added & one event was updated from psych injury to depression. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date-(B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2019: new pfs received- new events added:abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, allergies, psych injury, bladder/urinary problems were added.outcome of events pain, bleeding ,allergy, bladder /urinary from unknown to recovered/resolved were added.product indication was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.